Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited noise, and multiple episodes of short auto mode switch due to low intermittent noise were noted. The noise could be reproduced by arm movement. The device was reprogrammed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.